Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a timeout warning on the server. A technical support specialist dialed into the es server, adjusted the security timeout under settings, and set it to 20 minutes per the customer's request. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported when using the bd pyxis¿ es server, user stated "timeout" warning message while working in the server. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.